Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings within 10 minutes: 325 mg/dl,. 171 mg/dl,. 157 mg/dl. No adverse event reported, meter and strips replaced and requested for return.